Event description:
A customer contacted beckman coulter inc (bec) reporting the pierce needle was broken and was leaking in the coulter lh 780 hematology analyzer. The leak was contained inside the instrument. There was no affect to patient or user.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and replaced the pierce needle which resolved the issue. Per labeling, lh780 instructions for use (IFU) pn 773022: beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4). This event is associated with the following mdrs: 1061932-2012-00934 and 1061932-2012-00935.